Event description:
It was reported that patient received an inappropriate shock and that far-field p-wave oversensing was present. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 6035 implantable tachy lead, implanted: (B)(6) 2011. (B)(4).